Manufacturer narrative:
Product evaluation: the lens was returned in a different manufacturers lens case. Solution is dried on the lens. Both haptics are bent in the gusset and distal area. The optic is cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the 21.5 diopter lens model was replaced with a competitors monofocal 22.5 diopter lens model. Additional information provided in d.10., h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced dysphotopsia and blurry vision. The iol was exchanged one year after the initial procedure for another lens model with one diopter more power.